Event description:
A customer observed intermittent condition codes on a provue instrument. The fe visited the site found a probe leak. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and found that the wash station was cracked and the pressure regulator was dirty causing the pressure to go out of specifications. The fe replaced the pressure regulator, wash station, probe and other components and performed the appropriate repairs/adjustments to return the analyzer to expected operation. The customer performed testing on qc and patient samples to verify analyzer performance.